Event description:
The manufacturer received information from a customer that the active exhalation verification test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information from a customer that the active exhalation verification test step had failed on trilogy ev300 device. There was no serious patient harm or injury that occurred or was reported. A philips remote service engineer (rse) assisted the customer on this issue. The customer informed the philips rse that the device was checked and was requesting service on the device. The trilogy ev300 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that error codes, pilot pressure disconnect tech and low o2 inlet pressure, in the device's error log. The service technician further evaluated and determined the oxygen blending module (obm) harness, obm, and system printed circuit assembly (pca) had caused the low o2 inlet pressure error code to occur on the device. In conclusion, the device's system pca was replaced to address the issue. The root cause (is or isn't) confirmed at this time. Additionally, during the service of the device, the outlet side panel was replaced for physical damage unrelated to the reportable issue. The fio2 sensor was replaced for failing calibration that was unrelated to the reportable issue. The dual limb cup and three-way solenoid valve were replaced as preventative maintenance unrelated to the reportable issue. The in-line proximal filter and in-line filter were replaced for contamination unrelated to the reportable issue. The service technician calibrated the blower and fio2 sensor for this device.